Event description:
At 1640 patient was brought in by ambulance to ed for cardiac arrest. At 1700 code polar called to provide patient with hypothermia treatment to prevent further morbidity. At 2200 artic sun 5000 applied and attempted to cool patient but temperature never made it to optimal limits. Staff called manufacturer to troubleshoot but was unsuccessful. Manufacturer told staff the equipment was malfunctioning. While attempting to troubleshoot the equipment the staff found when the setting was turned to warm it started to cool. Pt was unable to achieve optimal hypothermia treatment as a result of this equipment failure.